Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem and found front panel lighting failure due to system failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel did not function. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to turret motor failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.